Manufacturer narrative:
Corrected b5: describe event/problem. Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. Both cylinders were microscopically inspected and tested for leaks. Each cylinder presented holes in the outer tube of its proximal end, along with wear at fold in their proximal and distal ends. In addition, it was noted that both outer tubes were completely separated at the proximal end of each cylinder. No leaks were identified in none of the cylinders. The pump was microscopically inspected, leak and functionally tested, and it passed all testing. The reservoir was microscopically inspected and tested for leaks. No damage or abnormalities were noted, no leaks were identified in the component. Based on the information available and analysis results, the holes identified in each cylinder could have caused or contributed to the reported clinical observation of device not working properly.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working properly; therefore, a surgical procedure was performed, during which all components were removed and replaced. There were no patient complications.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working properly; therefore, a surgical procedure was performed, during which cylinders and pump were removed and replaced. There were no patient complications.